Event description:
The boston scientific angiojet solent dista percutaneous thrombectomy catheter malfunctioned after introduction into the patient's vasculature. The device was primed per manufacturer instructions. Physician was unable to administer intra-arterial alteplase thru the catheter. The angiojet unit reported malfunctioning. Another catheter (angiojet solent omni) was used and worked without issues.